Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and a lead noise alert. Lead alerts were also triggered for high and undefined rv bipolar pacing impedance. It was also noted that the rv lead exhibited oversensing with evidence of double counting sensed beats. Loss of capture, and accumulating sensing integrity counter (sic) were also observed. Fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product:457453 lead, implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.